Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30837233l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident which required prolonged hospitalization. Hemorrhagic cerebral infarction occurred the day after the procedure of persistent atrial fibrillation. There was no defect of thermocool® smart touch® sf bi-directional navigation catheter. The causal relationship with ablation is unknown. The patient is still hospitalized. The physician's opinions on the relationship between the event and the product: the event is not due to ablation. The patient had risk factors such as age, persistent atrial fibrillation, and blood disease. Prolonged hospitalization was coded because the procedure was (B)(6) 2022 and the patient was still hospitalized on the alert date (B)(6) 2022. Additional information was received on 28-sep-2022, the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition. Relevant history: blood disorder. There was no reported evidence of char during the procedure. There was no evidence of blood thrombus / clot during the procedure. Additional information was received on 3-oct-22: the adverse event occurred on (B)(6)2022. Intervention provided was hospitalization. It was not reported that there was evidence of char or blood thrombus/ clot during the procedure. The carto file is not available.